Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The failure resulted from loose wire connection at the crimp of the lcd cable connector to the main board. Further DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10022. The report was submitted in error.

Event description:
It was reported that while in use with a patient the device starting having a blank screen. No adverse affects to patient.